Manufacturer narrative:
(B)(4).

Event description:
It was reported that a display issue occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a display issue occurred. No relevant product or data related to the issue was provided for investigation. Confirmation of the complaint is undetermined and probable cause cannot be determined. No injury or medical intervention was reported. It was indicated that the operating system for the smart device was not a supported system, which is misuse of the device.

Manufacturer narrative:
(B)(4).